Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was recognized by the software and was stuck on the software version screen, but it worked correctly during a previous procedure. Technical support walked the customer through resetting the recorder, but it froze again on the software screen. They reset it again and re-seated the sd card, but the issue persisted. The patient was discharged home after the second procedure. There was no patient injury but there was delayed care and longer hospital stay.